Event description:
Difficult removal of foley catheter. Rn attempting to remove foley catheter and met resistance on multiple attempts. We have submitted several other reports on these catheters and a ring that is apparent after removal. Md at bedside and was able to remove the catheter safely. He attached a syringe at the balloon port and pulled back on the catheter. A ring was noted at the end of the tip of catheter most likely causing the resistance. We are following up with the manufacturer about these occurrences and are creating an sbar for staff instructing them on the removal of the catheter if resistance is met.